Manufacturer narrative:
The pipeline flex has been returned to medtronic and is undergoing analysis. A follow-up MDR will be submitted when the device investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing placement of the pipeline flex in the treatment of an unruptured, saccular aneurysm in the internal carotid artery. Vessel tortuosity was described as moderate. The devices were prepared as indicated in the IFU. It was reported that during the procedure, the pipeline flex did not open on the distal end. Less than 50% of the braid had been deployed when this event was observed. No steps were attempted to open the device. Afterward, the device was removed from the patient. A new device was able to be placed without any further issue. There were no reports of patient injury in association with this event.

Manufacturer narrative:
Device evaluation the pipeline flex was returned evaluation with the microcatheter. As received, the pipeline flex delivery system was found outside the catheter. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pipeline flex braid was not attached to the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. Both ends of the pipeline flex braid were found fully open with no damage. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing pad, re-sheathing marker, re-sheathing pad or with the proximal bumper. Based on the analysis findings and event descriptions, the report of pipeline flex failure to open on the distal end could not be confirmed and the event cause could not be determined. Both ends of the pipeline flex braid were found fully open with no damage. It is possible that the ¿moderate vessel tortuosity¿ may have contributed to the failure to open issue. Per our instructions for use (IFU): "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ no evidence was found to suggest that the device failed to meet specifications; therefore, manufacturing has been ruled out as a pot ential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.